Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) of less than 20mg/dl. Reportedly, customer was using humalog supplies for over 48 hours. Additionally, customer's continuous glucose monitor was not available as customer did not have any non-tandem sensors, and customer was unaware of bg level. Bg was treated with glucagon and intravenous fluids. Reportedly, customer left the ER 5 hours later with the issue resolved and no permanent damage.